Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line and luer lock were discolored on the third day of use. The customer's blood glucose level was 223 mg/dl. A new cartridge would be loaded to address the event.